Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: jan 16, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint smartload was inspected under magnification during inspection of the lens module there was no indication that the plunger rod advanced incorrectly. The cartridge was inspected, and viscoelastic residue was observed to be distributed through the length of the cartridge indicating an adequate amount was used. Stress marks were identified at the cartridge tip however the marks were within specification for a used device. The lens was received cut in half and coated in viscoelastic residue. The lens was cleaned, and no issues that would have caused or contributed to the complaint event were observed. The complaint lens was forwarded to groningen netherlands and evaluated by a r&d research sme. The measured iol has an iol power of 29.5 diopter. Considering potential measurement error, the lens could also have an original manufactured power of 29.0 diopter or 30.0 diopter. The central thickness of the iol supports the conclusion that the power is (much) larger than the claimed 21.0 diopter. Based on the complaint investigation results, a non-conformance was initiated to for further investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the visual acuity of the patient was 0.4 before cataract surgery in the right eye, without other diseases. The patient chose to be implanted with preloaded monofocal intraocular lens, but the visual acuity was 0.05 and -6.75 on the first day after surgery. The lens was explanted and there was a replacement lens of same model that was implanted on the second day after surgery. The visual acuity was 0.5 on the third day after surgery. There was no delay in treatment or other interventions performed. No further information was provided.